Manufacturer narrative:
No device or photographs were received; therefore the condition of the component is unknown and a device evaluation is not possible. Review of the device history records cannot be performed due to product part and lot number being unknown. This device is used for treatment. It is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. A product history search and compatibility cannot be assessed as the lot number is unavailable at this time. A definitive root cause cannot be determined with the information provided. The device was manufactured prior to the UDI being required.

Event description:
It is reported that the patient underwent knee arthroplasty revision due to swelling, implant loosening, limited range of motion, difficulty walking or standing, stiffness, cardiac arrhythmia and limping.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.